Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, clotting and occlusion of the ivc. The patient has suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, clotting and occlusion of the ivc. The patient has suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of duodenal and gastric ulcers, deep vein thrombosis (dvt), hypotension, hypertension, congestive heart failure with left ventricular hypertrophy, hyperkalemia, renal failure, peripheral vascular disease (pvd), abdominal pain, a c-section and hysterectomy. The indication for the filer placement was pulmonary emboli (pe) and contraindication to coumadin with multiple gastroduodenal ulcers. At the time of filter implant the patient had presented with abdominal pain and shortness of breath and was hypotensive, with no definitive root cause. During the filter placement procedure, the filter was deployed below the level of the renal veins. There was no significant bleeding. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, clotting and occlusion of the inferior vena cava (ivc). Per the patient profile form (ppf), seven days post implantation, the patient had blood clots, hematoma of the ivc and that the device was unable to be retrieved. However, there have been no attempts to remove the filter. The patient is undergoing tests to find cause of pain and bleeding of the rectum and vagina, developed hernias, upper stomach and chest pain. Six days post implantation, the patient was admitted to the hospital for the diagnoses of hypotension, acute renal failure, anemia, peptic ulcer disease and hyperkalemia, status post ivc filter implant. The patient had an abdominal CT scan due to complaints of lower abdominal and thigh pain. The patient¿s leg though was swollen and the calf tense. The scan showed the ivc filter in place with what appeared to be a dilated ivc, a moderate hematoma extending inferiorly from the filter in the retro-peritoneum and the presence of a clot in the common iliac vein extending to the femoral vein and below on the left lower extremity. A small ventral hernia with fat was noted. There was no bowel obstruction or free air, no diverticulitis, no appendicitis, no sign of obstructive uropathy, no aortic aneurysm or dissection. The plan of care included monitoring of the hematoma with low probability of surgical intervention and treatment for constipation with an enema. The patient also had renal artery duplex imaging for renal insufficiency and hypertension. No evidence of renal artery stenosis noted. The patient had a central line insertion for shock (due to hypertensive episode) and lack of venous access. A venous doppler study of the left lower extremity was done for deep vein thrombosis, limp pain, pulmonary embolism (pe) and hypotension. Two days after, the patient underwent a second CT scan. The scan again showed the retroperitoneal hemorrhage present which appeared to involve the inferior vena cava predominantly. The hemorrhage appeared relatively unchanged in the abdomen and pelvis. There is a small focal outpouching arising from the proximal left common iliac artery along its lateral margin. The arterial origin is not excluded. The exam included the pelvis, where there is abnormal soft tissue attenuation in the pre-sacral region, likely originating from the original hemorrhage from the retro-peritoneum. No bowel obstruction was observed, and the kidneys, liver, spleen and pancreas are negative. The discharge diagnoses were retroperitoneal hematoma at the ivc filter site, deep vein thrombosis of bilateral lower extremities, pulmonary embolism, peptic ulcer disease and anemia. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Retroperitoneal bleed and dilated ivc are known potential adverse events associated to the use of ivc filters and do not represent device malfunctions, they may be related to underlying patient specific issues, the insertion procedure and surgical technique. Pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Patient code (B)(6) was used as there is no code available for 'dilated inferior vena cava (ivc)'.

Event description:
In addition to previously reported information, an amended patient profile form (ppf) states that the patient experienced organ perforation. The patient became aware of the reported event approximately seven days after the index procedure. The patient continues to experience anxiety and worry related to the filter.

Manufacturer narrative:
After further review of additional information received. As reported a patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused clotting and occlusion of the inferior vena cava (ivc). The information provided indicated that seven days post implant, the patient had blood clots, hematoma of the ivc and that the device was unable to be retrieved. However, there have been no attempts to remove the filter. According to the information in the medical records, the patient has a history of duodenal and gastric ulcers, deep vein thrombosis (dvt), hypotension, hypertension, congestive heart failure with left ventricular hypertrophy, hyperkalemia, renal failure, peripheral vascular disease (pvd), abdominal pain, a c-section and hysterectomy. The indication for the filter placement was pulmonary emboli (pe) and contraindication to coumadin with multiple gastroduodenal ulcers. At the time of filter implant the patient had presented with abdominal pain and shortness of breath and was hypotensive, with no definitive root cause. The filter was place via the left common femoral vein and deployed below the level of the renal veins. The patient tolerated the procedure well and there were no reported complications. Six days post implant, the patient was admitted to the hospital for the diagnoses of hypotension, acute renal failure, anemia, peptic ulcer disease and hyperkalemia. Seven days post implant, the patient underwent an abdominal/pelvis computerized tomography (CT) scan due to complaints of lower abdominal and thigh pain. The patient¿s leg was swollen and the calf tense. The scan showed the ivc filter in place with what appeared to be a dilated ivc, a moderate hematoma extending inferiorly from the filter in the retro-peritoneum and the presence of a clot in the common iliac vein extending to the femoral vein and below on the left lower extremity. The other acute anomalies were noted. The plan of care included monitoring of the hematoma with low probability of surgical intervention and treatment for constipation with an enema. On this day, the patient underwent a renal artery duplex scan. The indication for the procedure was renal insufficiency and hypertension. Although a technically difficult study, there was no evidence of renal artery stenosis noted. The patient also underwent a central line insertion. The indication was shock and lack of venous access. The shock is noted to have been due to a hypertensive episode. The patient also underwent a venous doppler study of the left lower extremity dye to deep vein thrombosis, limp pain, pulmonary embolism (pe) and hypotension. The discharge diagnoses were retroperitoneal hematoma at the ivc filter site, deep vein thrombosis of bilateral lower extremities, pulmonary embolism, peptic ulcer disease and anemia. Two days later, a second CT scan was performed and compared to the previous one and showed that the hemorrhage appeared relatively unchanged in the abdomen and pelvis. There is a small focal outpouching arising from the proximal left common iliac artery along its lateral margin. The arterial origin is not excluded. There is abnormal soft tissue attenuation in the pre-sacral region of the pelvis, likely originating from the original hemorrhage from the retro-peritoneum. The patient subsequently reported becoming aware of organ perforation approximately seven days post implant. The patient also reported anxiety and worry related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Retroperitoneal bleed and dilated ivc are known potential adverse events associated to the use of ivc filters and do not represent device malfunctions, they may be related to underlying patient specific issues, the insertion procedure and surgical technique. Pain and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Addendum for additional information received: the following additional information received per the patient profile form (ppf) indicates that seven days post implantation, the patient had blood clots, hematoma of the ivc and that the device was unable to be retrieved. However, there have been no attempts to remove the filter. It is noted the patient is seeing several doctors and undergoing tests to find cause of pain and bleeding of the rectum and vagina, developed hernias, upper stomach and chest pain. The patient¿s blood pressure is also noted to fluctuate very high to low daily. According to the information in the medical records, the patient has a history of deep vein thrombosis (dvt), hypotension, hypertension, congestive heart failure with left ventricular hypertrophy, hyperkalemia, renal failure, peripheral vascular disease (pvd), abdominal pain, a c-section and hysterectomy. The indication for the filer placement was pulmonary emboli (pe) and contraindication to coumadin with multiple gastroduodenal ulcers. At the time of filter implant the patient had presented with abdominal pain and shortness of breath and was hypotensive, with no definitive root cause. During the filter placement procedure via the left common femoral vein, the filter was deployed below the level of the renal veins. There was no significant bleeding. The patient tolerated the procedure well, had no reported complications and returned to her room in satisfactory condition. Six days post implantation, the patient was admitted to the hospital for the diagnoses of hypotension, acute renal failure, anemia, peptic ulcer disease and hyperkalemia, status post ivc filter implant a few weeks prior. Seven days post implantation, the patient underwent an abdominal/pelvis computerized tomography (CT) scan due to complaints of lower abdominal and thigh pain. The patient¿s leg though was swollen and the calf tense. The scan showed the ivc filter in place with what appeared to be a dilated ivc, a moderate hematoma extending inferiorly from the filter in the retro-peritoneum and the presence of a clot in the common iliac vein extending to the femoral vein and below on the left lower extremity. A small ventral hernia with fat was noted. There was no bowel obstruction or free air, no diverticulitis, no appendicitis, no sign of obstructive uropathy, no aortic aneurysm or dissection. The plan of care included monitoring of the hematoma with low probability of surgical intervention and treatment for constipation with an enema. On this day, the patient underwent a renal artery duplex. The indication for the procedure was renal insufficiency and hypertension. Although a technically difficult study, there was no evidence of renal artery stenosis noted. The patient also underwent a central line insertion. The indication was shock and lack of venous access. The procedure went well and had no complications. The patient also underwent a venous doppler study of the left lower extremity dye to deep vein thrombosis, limp pain, pulmonary embolism (pe) and hypotension. The discharge diagnoses were retroperitoneal hematoma at the ivc filter site, deep vein thrombosis of bilateral lower extremities, pulmonary embolism, peptic ulcer disease and anemia. Two days after, the patient underwent a second CT scan which was compared to the previous one. The scan once again showed the retroperitoneal hemorrhage present which appeared to involve the inferior vena cava predominantly. The hemorrhage appeared relatively unchanged in the abdomen and pelvis. There is a small focal outpouching arising from the proximal left common iliac artery along its lateral margin. The arterial origin is not excluded. The exam included the pelvis, where there is abnormal soft tissue attenuation in the pre-sacral region, likely originating from the original hemorrhage from the retro-peritoneum. No bowel obstruction was observed and the kidneys, liver, spleen and pancreas are negative. Additional information is pending and will be submitted within 30 days upon receipt.